Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient was not feeling well on the date of initial report and they were unable to feel any flutter from stimulation setting as they did before. The patient also is not having % of improvement. On the left side, the patient is at 11.2ma but saw, "cannot provide desired settings. Call you clinician" message. They think somehow the leads have come a loose. The call agency had the patient increase stimulation on their right side from 1.1ma until they felt the flutter again. They said they were past 10.5ma and still couldn't feel stimulation. They switched to their left side and at 11.2ma they felt stimulation, but encountered, "unable to provide desired settings, call your clinician." As a result of what was reported, the sales rep was notified and the agency will follow up tomorrow. Patient called into the call center and reported screen 59. Stimulation was decreased to 0.0ma and increased until effect (to 7ma). It was later reported that the patient took the batteries out, put them back in, slowly decreased stimulation to 0.0ma, and then increased it to where they could feel it at 10.5ma. At 10.5ma, the patient felt a little stimulation and then said stimulation doesn't feel much like it did before. The issue was resolved at the time of the report. As a result of what was reported, the patient was directed to their healthcare provider (hcp). The next day, the patient's device was still saying, "settings not available, call your clinician" so stimulation was turned down to 1.2ma to clear the message. On (B)(6), patient use to feel occasional fluttering, but now don't. They can't increase past 11.1ma without seeing, "settings not available, call clinician." The patient was informed that their sales rep was made aware; stimulation and trial expectations were reviewed. No further patient complications have been reported as a result of this event.